Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#:2134265-2013-04714 and 2134265-2013-04713. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. During procedure, the monitor did not display any images and the motor drive unit was unable to performed automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.